Manufacturer narrative:
(B)(4) date sent: 3/5/2026 d4: batch # z7045h. Investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned er320 device determined that the jaws were found to be in a yielded condition. In addition, the packaging opened was returned along with the instrument. Functional evaluation showed that upon firing, the remaining eight (8) clips were ejected due to the condition of the jaws, and the instrument locked out as intended. The event reported was confirmed and is related to improper use of the device. Possible causes for the yielded jaws include closing the device over an existing hard object or clip, placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position, or excessive application of torque to the jaws when positioning the device on a vessel. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch z7045h number, and no non-conformances were identified. Additional information was requested and the following was obtained: did it fall into the patient? If yes, how did the clip was retrieved? No this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the lap gastrectomy surgery the clip fell off . Changed the new one to complete surgery. There were no adverse consequences to the patient. No additional information could be provided.